Event description:
The pt was being fed using a pump. The amount of feeding solution and the pumping rate were unknown, but the reporter stated the pt received 700 ml of solution over a 2 hr period. There was no illness, injury or medical intervention resulting from the event. One pt involved.

Manufacturer narrative:
Submission date of this report: 07/07/1998. Mfg event ID: rpic 324403. Observations of unit as received in the lab: drop detector phase v tabs are present & secure. Housing is secure to case and not broken or cracked. Broken tubeguide. Tube guide has steel posts. Knobs/screws are loose. Signs of rubbing, left end missing. Rotor is not seated. One bent roller. Rotor rubbing tubeguide. Excessive spillage on rotor/rollers. Cover arm is seated properly on the lever shaft and moves freely. Touch panel is functional, lights illuminate & alarms sound. Pump operates on both alternating current and direct current power. Special/additional testing/comments: rate set at 100 ml/hour. Timeframe 2 hours. Pump delivered within specification. Broken tubeguide had no adverse effect on delivery during test. Delivery results were within specification. Customer's complaint not confirmed. Even though the pump had a broken tube guide, the tubing was held in place properly during testing. Pump delivered within specifications.